Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was explanted (B)(6) 2024 the ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The data showed an inconsistency between the amount of charge taken from the battery and the battery voltage, which led to the automatic activation of the eri battery status. The data analysis confirmed an unexpectedly low battery voltage. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a damaged insulation, which led to an elevated internal self-depletion. In conclusion, the analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.